Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)); sigpshell, sig power sigpshell control shell (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic rectal resection surgery, during rectal closure, when the user tried to retract the knife, it stopped returning about 5 mm, and the button did not respond. The adapter was detached from the handle, and it was hard to turn with the manual adapter tool and could not turn. After that, the bent part was manually straightened, and the cartridge was detached from the adapter. The power handle was reconnected again to the adapter, and a forced shutdown and restart were performed, but the indicator showed a display when the cartridge was opened. Transition from laparoscopic surgery to laparotomy and thoracotomy, and the rectum was resected with a product from another company, and a covering stoma was placed, which was not originally planned, which resulted to extended surgical time of an hour. When the connection was checked after surgery, the indicator displayed that an adapter showed an abnormality.